Manufacturer narrative:
H3: the suspect pump was returned for evaluation. The device was visually inspected. A defective downstream occlusion (dso) sensor was noted. Functional testing was performed. The dso sensor was found to be inoperable. The allegation made by the complainant was confirmed. The dso sensor was replaced. The device passed all functional testing after repair.

Event description:
It was reported that the pump had attachment error. Per reporter, there was no patient involvement. Evaluation of the returned device identified a detached downstream occlusion (dso) sensor and confirmed the reported issue.